Event description:
As reported to medtronic the device will intermittently not power off. Medtronic received no reports of device failure during patient use. Medtronic evaluated the device and noted that when the device was attached to ac power the device would intermittently not power on or once powered on the device did not respond to the on key and could not be turned off.

Manufacturer narrative:
Medtronic found ic u5 on the therapy board would not operate correctly when thermally stressed. The customer was provided with a replacement device.